Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer also experienced high blood glucose levels of 500 mg/dl and treated it with manual injections. The customer¿s current blood glucose level was 272 mg/dl. The customer also reported that the insulin was squirting during manual prime process. The insulin pump would not exit the preparing to prime screen. The insulin pump motors were slower than usual and the countdown stopped to number 6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime or fill anomalies due to compromised force sensor system alarm. No unexpected rewind anomalies noted.